Event description:
This follow-up report is being filed to relay that the previous report submitted on december 8, 2023. Was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 3007963827-2024-00009.

Manufacturer narrative:
This follow-up report is being filed to relay that the previous report submitted on december 8, 2023. Was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 3007963827-2024-00009.

Event description:
It was reported that patient underwent a right knee revision approximately two years post implantation due to instability. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03541. D10 medical devices: persona 16mm mc e-f articular surface catalog#: ni lot#: ni. Persona tm tibia tray right e catalog#: ni lot#: ni. All-poly patella cemented 32 mm diameter catalog#: 42540200032 lot#: ni. G2 foreign source: australia customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.